Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units. The customer reported blood glucose level was 296 mg/dl, which was addressed with a correction bolus. The customer reloaded the cartridge and received an accurate fill estimate.